Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: the device was functionally / visually tested according to the service manual. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Investigation is based on the assessment performed by service center singapore. Following test failed according to the pre-diagnostic assessment: check for sticky triggers: fail. Check function of device in ¿on¿ mode: fail. Check fwd / rev direction modes function: n/a. Function test in ¿fwd only¿ mode: n/a. Function check of oscillation angle: n/a. During the assessment, it was found that the trigger could not be fully pressed in and the mode switch was stuck. When the device was disassembled it was found that the safety ring was broken and fell behind the trigger leading to the limited trigger movement and behind the mode switch leading it to being stuck. Due to the limited trigger movement and stuck mode switch other test steps could not be performed. At this stage of investigation a clear root cause cannot be determined for the broken safety ring. Further investigation and assessment for the broken safety ring is covered under a nc in our quality system. As part of synthes quality process all devices are serviced, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: although, service history record review result is relevant to the current complaint and service process findings, the positive shr alone is not sufficient to raise a CAPA and the details will be used for product trending.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the unium modular handpiece device on/off trigger was stuck and could not be moved. It was unknown when the event occurred. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2026. All available information has been disclosed.